Event description:
Dealer stated that the end user was walking down a sidewalk with their jazz rollator, ran over a curb crack causing user to pitch forward onto the units handles. The frame snapped at seat weld on right hand side. End user sustained a small bruise to the body, no medical intervention sought. MDR filed.